Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The patient presented with chest pain upon exertion and had a positive stress test. The 99% stenosed lesion was located in a non-tortuous mid right coronary artery. A 2.25x12mm taxus liberte atom was placed in the lesion. The procedure was completed with this device. No patient complications occurred. Patient status was satisfactory. The patient was discharged on aspirin and plavix. Approximately one month later, the patient presented with chest pain. The stent was completely occluded with in-stent restenosis. Due to multiple collaterals from the left circumflex artery and the speed at which the stent restenosed, the physician elected to not treat the in-stent restenosis in the right coronary artery and medically manage the patient. Angina medications were increased and the patient was discharged. No further patient complications were reported. Patient status is listed as stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).